Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis reservoir due to unknown reasons. Another 65ml reservoir was implanted to complete the procedure. Patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.